Manufacturer narrative:
A ge service rep performed an on-site investigation. The left monitor was replaced. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system's radiation values were too high and that the left monitor had poor image quality. No pt injury was reported.